Event description:
It was reported that the electrode plate fell off the tip of the wand during procedure; the tip was retrieved. Procedure was completed with a new wand. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The pt's age, weight and gender were not made available.